Manufacturer narrative:
The pump was received with operating currents within specifications. Unit passed self test, restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force system sensor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, broken reservoir tube lip, corroded battery tube, minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was unknown at the time of incident. The pump was able to complete rewind but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.